Event description:
Litigation papers allege chronic and recurring pain, weakness, difficulty withsimple daily living activities, lost wages, and physical rehabilitation costs.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 4/2/2015- ppd with medical records for the left hip revision received. Medical records did not report elevated metal ion levels. Patient was revised to address acetabular loosening. The information received does not change the MDR decision. This complaint was update on 4/9/15.

Manufacturer narrative:
Depuy still considers this complaint closed.